Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is user error; improper implant size selection, using implants that were too long. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-100, lot# 493438, mfd. 24 jul 15, exp. 2020-07-24, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7040-100, lot# 170874, mfd. 07 feb 14, exp. 2019-02-07, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 4040-100, lot# 178970, mfd. 01 aug 14, exp. 2019-08-01, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had a previous lumbar fusion. The patient had si joint pain relief, but later presented to a new surgeon with complaints of buttock pain. The surgeon determined that all the implants were too long and were proud of the ilium, irritating the surrounding tissues. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2018, the surgeon performed a revision procedure where he removed all the si joint implants using chisels and removed the lumbar hardware. The status of the patient following the revision is not known.